Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but the haptic broke while being inserted. The lens was removed with no patient injury. The nurse coordinator stated it was unknown as to why the haptic broke. An msi-pr injector and an mtc60c fp cartridge were used but the contact was unable to recall the lot numbers.